Manufacturer narrative:
The customer replaced power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that device will not run on alternating current power, only runs on internal battery. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse verified good power to the power supply, no power out. Advised the customer to replace the power supply. Provided parts ID and discussed installation per the manual. The repair for this unit cannot be conducted at this time. Per good faith effort response, it was confirmed by the customer that he needs to wait until the new fiscal year to order the part. When the part is ordered and available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.